Event description:
A report was received that the patient's lead moved and lost coverage. The patient underwent a revision procedure wherein a lead was added. The patient was reportedly doing well postoperatively.